Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the distal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, visual summary analysis of the lead indicated damage at implant. It was also noted that the lead was returned with the helix bent, blood on the helix and blood within the sleevehead. The helix extension/retraction and length testing could not be performed due to the condition of the returned lead. No other anomalies were observed regarding the lead. (B)(4).

Event description:
During the implant procedure, it was reported that the right ventricular (rv) lead experienced high impedance and unstable r-wave and thresholds. The lead was moved into different positions with the same results. The lead was explanted and was found to have blood inside the lead tip. A new lead was implanted instead. No patient complications have been reported as a result of this event.